Event description:
During endometrial ablation procedure unable to seal cervix around novasure device. Found that the hand piece was cracked. A second novasure device also failed for unknown reason and the third device did work. Slightly delayed the procedure but the patient is fine.